Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and the crt-p along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. Additional information received indicates that the device was reused, taped outside of the patient's body and off label use was intentional due to pacer dependence. Subsequently, the temporary system was explanted. No additional adverse patient effects were reported.